Manufacturer narrative:
Responsible for marketing and operating the supply of mitg-surgical products in the territory. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic bariatric procedure, while stapling the intestinal loop, the device did not work. It did not allow stapling and cutting of the tissue structure. The reload was changed with a new one to complete the case. There was no patient injury.